Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed as additional information was received indicating that this patient underwent a revision procedure. The patient's right ventricular (rv) lead was explanted and replaced due to the previously reported pacing impedance issue, noise, oversensing, and pacing inhibition resulting in asystole lasting greater than two seconds. Muscle/pocket stimulation was also noted. This pulse generator was explanted and replaced during the same procedure. No additional adverse patient effects were reported. The pulse generator was returned and device evaluation was completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the right ventricular (rv) lead connected to this pacemaker were fluctuating between 200 and 300 ohms. An automatic lead safety switch to unipolar had occurred, indicating that impedances had gone out of range. Episodes of noise were noted following the switch to unipolar. The health care provider reprogrammed the device to bipolar mode and turned the lead safety switch feature off. The patient was noted to pace less than five percent in the rv. The clinician reportedly planned to continue to monitor the patient. No adverse patient effects were reported. The device and leads remain in service.